Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4

Event description:
Reference number (B)(4). Event occurred the united states. It was reported that the patient faced similar events with four infusion sets where infusion set tubing hub. Tubing hub had a cut/crack. The infusion set were in use for 24 hours each. Patient's blood glucose level at the time of event was 300 mg/dl and patient replaced infusion set and resumed insulin successfully. No further information available.